Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon performed surgery using the synframe retractor system. Six (6) ring clamp, two (2) holding two- piece, two (2) guide rod were not holding retraction and the guide rods were not holding the angulation of the blades. The surgeon was able to secure the blades to complete the procedure. It is unknown if there was a surgical delay. There was no indication of patient harm provided. This complaint involves ten (10) devices. This report is for one (1) synframe ring clamp. This report is 1 of 10 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Part: 387.347 lot: 1240841 manufacturing site: hägendorf release to warehouse date: 12.mar.2004 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.